Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was displaying an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient approximated that the alleged meter issue began on the morning of (B)(6) 2015. The patient stated that she manages her diabetes with insulin (unknown type; self-adjuster).the patient denied making any changes to her usual diabetes management regimen in response to the alleged meter issue. The patient reported developing the symptoms of "nausea, dizziness, loss of appetite, headaches, sleepy" approximately 6 after the alleged meter issue began. She associated these symptoms with a high blood glucose. In response to the symptoms, the patient began to visit her doctor on a monthly basis. She approximated that her first visit was on the (B)(6). The doctor performed a physical and lab work (including blood glucose; no results available). The patient was referred to an endocrinologist who attenuated her normal insulin dose. The patient stated that her blood glucose had been measured by the doctor but was unable to provide information regarding frequency, times or results. During troubleshooting the csr was able to resolve the alleged meter issue on retest. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter error message began to appear.